Event description:
Device malfunction: difficult to deploy - thumb advancer, detached components. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, as the thumb advancer was distally deployed, a "little" resistance was felt. Upon completion of step #3, the control wire and vessel locator wings assembly detached in the vessel. The detached components were "pulled" from the vessel and manual compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Incorrect use of device, excessive force. The instructions for use state under closure procedure step #9, "note: keep the shaft of the device straight while advancing excessive force. If excessive force is experienced while advancing the thumb advancer, it may potentially cause a problem with the collapse of the vessel locator wings. If excessive force is met during advancement of the thumb advancer, the device should be removed following the following steps: retract the thumb advancer back to the start arrow to lessen any interaction with the shaft. Slide the safety release button. Remove the device." The device was received. Investigation is not yet complete.